Event description:
A nurse reported that a patient had a potential lead break. Follow-up was received indicating that the patient had experienced a fall, which caused the high impedance. X-rays were provided and reviewed but were not able to identify a definitive cause for the high impedance. The patient later underwent a full device explant due to lack of efficacy and the explanted devices were sent to the manufacturer for analysis. The returned generator confirmed proper functionality and the ability to accurately measure impedance values. No anomalies were identified on the returned generator. The returned lead had product analysis performed which verified there was a lead fracture, but due metal dissolution and the mechanical distortion at the fracture location, the mechanism for the fracture could not be clearly identified. Abraded openings were also noted on the outer and the inner silicone tubing. The abraded opening on the inner silicone tubing was present at approximately the same location as the fractured coil. The returned lead also had dried remnants of what appeared to have once been body fluids inside the inner tubing of the lead.